Event description:
It was reported that the implantable pulse generator (ipg) appeared to display two sets of conflicting data. The customer was educated on how to correctly interpret the data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5054, implantable pacing lead, 1999 (B)(6); 5554, implantable pacing lead, 1999 (B)(6). (B)(4).